Event description:
Customer reported the system displayed a filament regulator error and stopped producing x-rays during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. System operates as intended.